Event description:
Nephron pharmaceuticals corporation received an email on (B)(6) 3014, regarding a product complaint of on aerosol production that was reported as associated with the use of the ez breathe atomizer. The pt reported that she experienced a serious asthma attack after the atomizer malfunctioned. Multiple attempts were made to reach the pt via telephone unsuccessful; however, a f/u report will be submitted if add'l info is obtained.

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is inoperable. The root cause of this complaint cannot be identified, since the device was confirmed not return to MFR for further investigation.